Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak of diluent during backwash of the secondary probe. The fse realigned the secondary mode rinse cup (rinse block rb1) and mounting mechanism to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. In conclusion, failure mode of the event is attributed to a misaligned rinse block (rb1). (B)(4).

Event description:
The customer reported 5 milliliters of cleaner leaked from the lh 500 hematology analyzer and onto the counter top during shutdown when the instrument was performing backwash of manual aspiration probe. The customer verified that the auto mode was operational. The customer also performed mode to mode verification and all results were within the laboratory's established limits. The customer continued to use the instrument for sample analysis in auto mode and requested for service. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak.